Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported following an intraocular lens (iol) implant procedure, the lens was removed due to quality of vision with no correction. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. It was provided that the 22.5 diopter lens was replaced with a 21.5 diopter lens. The manufacturer internal reference number is: (B)(4).